Event description:
It was reported by the customer that during routine check the cs300 intra-aortic balloon pump (iabp) does not hold charge. There was no patient involved.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d10, e1(event site telephone, email), g3, g6, h2, h6(type of investigation, investigation findings, health effect ¿ impact codes, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and replaced both batteries. In addition, the fse replaced the safety disk, as the device had reached the 1,000 hour service interval. After the replacement, the unit passed all performance and safety tests according to manufacturer's specifications and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump(iabp) does not hold charge. There was no patient harm or injury reported.